Event description:
A customer reported their lh500 instrument gave vote out flags (------) on one patient sample and on the wbc background, which failed during the startup cycle. The sample was rerun on a backup instrument. No erroneous results were reported out of the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found bubbles in the wbc count line which he replaced. He also observed the bubbles started where tubing connects to the top of the wbc bath; he tightened this tubing connection to resolve this issue; no more bubbles were found in the count line. Startup, controls, reproducibility and latron all within specification. (B)(4).